Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:17:38. During night drain cycle four, the patient's ultrafiltration reading was 1116ml, indicating the home patient (hp) drained 1116ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow or no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This the cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.